Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. (B)(6) states the customer was "out of it" after obtaining a result of 325mg/dl. (B)(6) states the customer had taken his insulin based on the result and he was not aware of what was going on around him and he was only mumbling. The customer's expected blood result is 100mg/dl fasting. Verified the strips expired 11/20/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Symptoms: -the customer was out of it after getting the result of 325mg/dl. He had taken his insulin based on the result and he was not aware of what was going on around him and he was only mumbling. Reviewed meter memory 284mg/dl, (B)(6) 2015 01:30:00 pm, fasting:yes. 372mg/dl, (B)(6) 2015 11:30:00 pm, fasting:yes. 194mg/dl, (B)(6) 2015 08:13:00 pm, fasting:yes. 325mg/dl, (B)(6) 2015 02:41:00 pm, fasting:yes. 245mg/dl, (B)(6) 2015 02:30:00 pm, fasting:yes. They are concerned with all the results in the meter's memory. The customer was hospitalized due to high blood results. The paramedics performed the blood test on their meter and the results was 65mg/dl. Customer was taken to the hospital where he was given insulin. Customer is still at the hospital today (B)(6) 2015 but is awaiting the doctor to release him today. The hospital had taken his blood result around 12:00pm and the result was 130mg/dl. The customer is feeling well at this time. The customer does not believe the result is really that high. The customer had taken extra insulin based on the result obtained on (B)(6) 15 at 2:41pm, the customer is feeling much better at this time.